Event description:
Customer reported being hospitalized due to diabetic ketoacidosis at the time of the call. Customer reported having a blood glucose level of 369 mg/dl and having ketones. Prior to the hospitalization, customer had a blood glucose level of 360 mg/dl that would not lower even after bolusing. Customer reported being treated with an insulin drip while hospitalized. Customer reported that her doctor felt that the insulin pump was to blame for her high blood glucose levels. Troubleshooting showed that the insulin recently returned several error alarms. Customer also reported having a blood glucose level of 368 mg/dl earlier in the call. Customer reported bolusing for that high blood glucose level, but her blood glucose level was only down by 3 mg/dl an hour later. Blood glucose level was 360 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.